Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 189 mg/dl. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and the insulin pump passed the self-test and displacement test, but she did receive a motor error alarm during prime. The customer removed the infusion set and stated that the cannula was not bent but she had some blood at the site. The device will not be returned for analysis.